Manufacturer narrative:
Asp investigation summary: the investigation included a review of trending of the product malfunction code, trending of lot number, system risk analysis (sra), product return and retains analysis. Trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. Trending analysis by lot number was reviewed from 07/28/2016 to 09/19/2016 and trending was not exceeded. The sra indicates the risk associated with exposure to a quality problem with no impact on safety is "low." Retains testing and a visual analysis was not performed as the issue was due to user error. It is unlikely the suspected positive bi was caused by a manufacturing issue as the DHR review found no anomalies that would contribute to a positive bi result and lot history review found trending was not exceeded in this lot. An issue with sterrad® performance is also unlikely as the cycle passed and the chemical indicator disc changed correctly. The customer stated subsequent bi was negative for growth. After further investigation by the fse, it appeared the customer was placing the bi's inside the white vials while running the express cycle. The fse informed the customer the vials should only be used with the duo cycle and has since provided the customer with in-service training. The likely assignable cause of the issue was due to user error. The issue will continue to be tracked and trended.

Manufacturer narrative:
Catalog number - the correct catalog number is 14324_98. Lot number - the correct lot number is 21016113. Expiration date - the correct expiration date is 01/31/2017. (B)(4). The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue.

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100nx express cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The previous bi result was negative. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. (B)(4) are related complaints from the same facility. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00601 and 2084725-2016-00602. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.